Event description:
Additional information received noted that the event was observed remotely. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardioverter defibrillator performed inappropriate atp due to far p wave oversensing . No interventions were performed. There were no patient consequences.